Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6) 2010 report that the vns pt was experiencing obstructive sleep apnea. Since vns therapy was initiated, the pt's frequency of seizures has decreased; currently the pt experiences an average of 2 a week. Since the pt's last visit on (B)(6) 2010, the pt has had 5 seizures. The pt's magnet was used during each episode and reported as successfully aborting the seizures each time. The pt experienced a brief cough after the signal current was increased on (B)(6) 2010. Good faith attempts for more info have been to no avail thus far. If additional info is received, it will be reported.